Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an implant, this mitral annuloplasty band was implanted and explanted. The reason for explant was reported as recurrent regurgitation. No additional adverse patient effects were reported.